Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA voluntary report mw5067309 on 02/03/2017, the same day the initial MDR for this complaint was submitted, with the following event description: robotic assisted partial nephrectomy converted to laparotomy. Robotic instruments and supplies removed. Noticed the scissor tip cover was missing. X-ray was completed (negative) and abdomen was searched with no findings of tip.

Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for evaluation. The location of the mcs tip cover accessory is unknown. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the mcs instrument, involved with the reported event, was used in four subsequent surgical procedures. This complaint is being reported due to the following conclusion: at the conclusion of the da vinci-assisted surgical procedure, the surgical staff noticed that the mcs tip cover accessory was missing from the tip of the mcs instrument. The surgical staff was unable to find the tip cover. At this time, the following information is unknown: the location of the mcs tip cover accessory, if the instrument accessory fell inside the patient, and if the instrument accessory was retained in inside the patient. The root cause of the customer reported failure mode is also unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted partial nephrectomy procedure, the surgical staff noticed that the monopolar curved scissors (mcs) tip cover accessory was missing from the distal end of the mcs instrument. The initial reporter, a robotics coordinator, indicated that the surgical staff searched for mcs tip cover accessory but the instrument accessory was not found. The surgical staff did not know if the mcs tip cover accessory fell inside or outside of the patient. According to the initial reporter, the site does not use electrolube, any lubricants, or anti-stick solutions on the mcs instruments. On 01/30/2017, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: he was in and out of the operating room (or) during the surgical procedure which was not recorded on video. The initial reporter could not confirm if the mcs tip cover accessory was actually installed on mcs instrument during the surgical procedure. The initial reporter indicated that he spoke to the scrub tech who claimed that she installed the mcs tip cover accessory on the mcs instrument during the surgical procedure. According to the initial reporter, the scrub tech admitted to him that she had applied electrolube to the distal end of the mcs instrument prior to installing the mcs tip cover accessory. The da vinci-assisted partial nephrectomy procedure was converted to open surgery due to patient/case specific reasons. The initial reporter stated that the conversion to open surgery was not due to any issues with the da vinci surgical system. There were no reports of any intra-operative instrument collisions. There were also no reports of resistance felt upon removal of the mcs instrument through the cannula. The initial reporter indicated that in his opinion, he does not believe the mcs tip cover accessory was left inside the patient considering he knows how much effort is needed to install and uninstall the instrument accessory. An x-ray was performed; however, the mcs tip cover accessory was not found. The surgical procedure was reported completed via open surgery and no post-operative complications have been reported as of the date of this report. The initial reporter stated that the mcs instrument was inspected at the end of the surgical procedure and no damage was found on the distal end of the instrument. He also indicated that the mcs instrument has been used in subsequent surgical procedures with no reported issues.